Event description:
The manufacturer was notified on (B)(6) 2016 that a mitroflow valve was explanted due to degeneration of prosthesis: leaflet calcification. The valve replaced by livanova perceval s size s.

Manufacturer narrative:
Based on the information provided, a mitroflow aortic pericardial heart valve, dla21, sn# (B)(4), was implanted in a female patient, (B)(6) on (B)(6) 2013. After 3.53 years of implantation the device was explanted on (B)(6) 2016 due to reported prosthetic calcifications. The explanted valve was returned to livanova for analysis. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification) . It is possible that the patient¿s clinical conditions and risk factors (dyspnea ii) may have contributed to the structural valve deterioration observed in this mitroflow valve.